Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had multiple power error detected alarms. The customer's blood glucose was 3.6 mmol/l. The customer was instructed on how to clear the alarm and advised to call back if needed. The customer called back later and reported the power error alarm persisted after reset. Blood glucose at the time of the call was 11.9 mmol/l. It was advised to discontinue use of the device and to revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Low battery alarm, replace battery now, and power error alarm are confirmed in the long trace file. Detail trace analysis confirmed the insulin pump alarmed low battery and then alarmed power error alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at printed circuit board the insulin pump was monitored and functioned properly. Insulin pump passed sleep current measurement, active current measurement tests. Insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, broken reservoir tube lip, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.